Manufacturer narrative:
This is the same event as 3010536692-2016-00511 and 3010536692-2016-00513. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection (right), age at primary: (B)(6), primary asa: p2 - mild disease not incapacitating, revision njr index no: (B)(4).